Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his select button was stuck and that he could not exit the black screen on his insulin pump. The patient's blood glucose at the time of incident is unknown. The customer changed the battery and the display returned. However, he stated that the entire keypad was swollen. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted. Connector on printed circuit board was inspected and properly connected. No unexpected blank display noted during testing. Device passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Device passed the self-test. Device received with scratched case.